Manufacturer narrative:
A review of the production documentation did not find any non-conformances which could have lead to the reported issue. All returned samples met specification. A root cause for the reported issue could not be determined.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
This case concerns a (B)(6)-year-old male end user, who has been catheterizing since mid-(B)(6) 2020. On (B)(6) 2020, he experienced a major bleeding event upon catheterization with a sc tiemann catheter. He had made sure that the tiemann tip was pointing up during insertion, and that there were no sharp edges. There were no differences noticed during use when compared to the other sc tiemann catheters he had been using successfully in the previous weeks. He was hospitalized the next day ((B)(6) 2020). Flushing with saline was performed to thin out the blood clots he was experiencing, followed by surgery to cauterize a wound to stop the bleeding, which lasted about 12 hours (from the catheterization until the surgery). No infections were noted. It was stated that he had experienced a similar injury 2-3 weeks prior using a different manufacturers catheter. He was discharged from hospital on (B)(6) 2020 and is no longer using catheters. No additional information was provided.